Event description:
The customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer with autoloader was leaking from the rinse block after running latron. The volume of the leak was a few drops and leaked onto the top of the instrument' cover. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death or injury in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to customer site. The fse had observed that pinch valve (pv35) which supplies vacuum to the differential waste chamber and to the probe wipe was broken. The fse replaced the affected pinch valve and its disconnected tubing. No further evidence of leaking was observed. The cause of the leak was broken pinch valve at pv35. (B)(4).